Event description:
(B)(4): customer reports via phone to product monitoring that both table monitors would not function during a cysto procedure on a patient. Patient age and gender were unknown. Procedure was completed with the user of a portable monitor without incident. No injuries to report.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.